Event description:
During prep, prior to inserting in the pt, the coil introducer holder was unintentionally slid to the proximal end of the delivery tube. The physician did not intend to slide the holder nor there was mishandling of the product. This product was not clinically utilized. There was no pt injury reported with the event. A review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer.

Manufacturer narrative:
One non-sterile dcs coil was received coiled. The unit had some bends along delivery tube. The coil was received attached to the gripper; it was elongated from proximal end and tangled at distal end. Introducer was received separated from delivery system and it had dried blood traces. Introducer was repositioned into delivery system; it was unzipped and re-zipped without difficulties. Manufacturing records for involved lot were reviewed and results indicate that product met quality requirements for product acceptance. Inspections are in place to prevent damaged units and coils before leaving the facility. The failure reported (zipping difficulty) was not confirmed. The cause of the elongated and tangled coil could not be conclusively determined, but it appeared to occur during return of the product, since it was not mentioned in the complaint's report. Because the stretched condition of the coil as noted on the returned product would have been evident to the user and there was no report of the coil stretching, the more likely scenario is that the coil stretched after the procedure during handling and packaging for return. As noted in the IFU, the orbit coils are delicate devices and should be handled carefully. It appears that the stretching of the coil is due to post procedure handling of the product.